Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4)) displayed a mid:09 (air trap assembly) error and could not clear the error. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)) displayed a mid:09 (air trap assembly) error" was confirmed during the functional testing and based on the review of the event log. The root cause for the reported complaint was determined to be a defective air trap sensor block due to the potential overflow of fluid into the air trap chamber, as indicated by the presence of liquid traces on the air trap sensor block. Upon visual inspection, zoll service personnel noticed a burnt j21 cable connector pin unrelated to the reported complaint. J21 is the cable connector from power supply to wire harness pic 16. The root cause could be an over-time accumulation of dirt and moisture inside the connectors. The thermogard xp ivtm system was manufactured in 2013 and is nine years old, well past the expected serviceable life of 5 years. The cable connector needs to be replaced to address the observed damage. The event log review indicated several mid:09 errors; thus, confirming the customer's reported complaint. The thermogard system failed the functional testing due to mid:09 displayed upon powering on; thus, confirming the customer's reported complaint. The defective air trap sensor block assembly needs to be replaced to address the customer's reported complaint of mid:09. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard xp ivtm system with sn (B)(4). Ccr 37345 was reported on (B)(6) 2017, and the air trap block was replaced.